Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as received, suture track indentation was observed on leaflet 1 near commissure 2. Leaflet 2 was folded over near the free margin near commissure 2. X-ray demonstrated wireform intact. Minimal host tissue overgrowth on the leaflets and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue of 2.5mm in width wrapped over the free margin of l1 and l3 near commissure 1. Leaflet damage was observed on leaflet 2 at the inflow aspect, and leaflet 3 at the outflow aspect. The sewing ring was cut near leaflet 1. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The observation of suture loop on leaflet 1 near commissure 1 indicates the suture was looped around commissure 2. A manufacturing defect was not identified. Base on the product evaluation findings, the root cause was suture loop that contributed to this event. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following cautions: ¿avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon¿s view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs.¿ no further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry edwards learned that a patient underwent re-do mitral valve replacement due to mitral regurgitation. The implant duration of the surgical valve was approximately one year and 10 months. The 29mm surgical valve was replaced with an edwards 27mm mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".